Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the device is auto-cycling. The customer reported due to the auto-cycling, the device is triggering different alarms. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The suspect device was evaluated by a vyaire field service representative (fsr). The fsr replaced the motor and the main circuit board to resolve the reported problem. A conclusive root cause for the reported problem could not be determined.